Event description:
The manufacturer received information alleging a service required ventilator inoperative displayed on a trilogy 202 device. There was no harm or injury reported. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported for information received alleging a service required ventilator inoperative displayed on a trilogy 202 device. There was no harm or injury reported. The device was evaluated and no alarms sounded at bench run and no actionable errors located in the logs. Not related to the allegation the device's oxygen blending module housing, top plate enclosure, universal porting block, handle, rear case enclosure, and front case enclosure were replaced due to cosmetic damage.